Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available

Event description:
During surgery, surgeon was rotating his wrist to implant cage when inserter slipped off cage and hit the cord of the patient. No breakage was noted on cage or inserter. However, a month later, the rep was notified by the hospital that the patient is now wheelchair bound. Additional info is being sought. Per complaint form: dr.(B)(6) was trying to insert the ocelot cage into a small corpectomy window. When he was attempting to push the implant in, the cage disengaged from the inserter and he hit the spinal cord. This resulted in a change in motors. They inspected the cage and inserter, they were fine. They reattached the same implant onto the same inserter and continued implanting the cage until they were able to get the cage in place. The motors were slowly coming back. When dr. (B)(6) was inserting the cage into the tight space, I think he might have rotated the handle of the inserter, loosening the implant. This, coupled with the amount of force he was putting on the cage, is most likely the reason the cage disengaged.